Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this device exhibited safety mode. Technical services (ts) noted that the code indicated a double bit error. The filed representative noted that the patient may have a transcutaneous electrical nerve stimulation (tens) machines implanted. Ts discussed device replacement. No adverse patient effects were reported.